Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Event description:
It was reported that the olympus reusable suction valve maj-1443 and olympus air/water valve maj-1444 are no longer compatible with reprocessing in the olympus automated endoscope reprocessors oer-pro and oer-elite. There was no patient involvement associated with this event.